Event description:
Allegedly the patient was revised due to pain in right hip, pain in entire body, endured numerous surgeries; blood problems (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01553, -01554. This report will be updated once investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.